Event description:
It was reported the patient presented at the hospital with "symptoms of drug abstinence". The pump was interrogated with a clinician programmer an a "motor stall occurred" message was observed. A pump roller test was performed and "it appears to move". The patient continued to have "troubles associated with the infusion", so the healthcare professional (hcp) decided to replace the pump on (B)(6) 2015. It was noted the pump elective replacement indicator (eri) was 8 months. Logs were received with this report and indicated a motor stall occurred on (B)(6) 2015 at 11:58, a motor stall recovery occurred on (B)(6) 2015 at 13:05, another motor stall occurred on (B)(6) 2015 at 22:33 and a "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 at 22:33. There was no motor stall recovery after the tube set message. The patient was discharged from the hospital 24 hours after the replacement. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a pump motor feedthrough anomaly with shorting across the insulator.